Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the liquid has run into the device was confirmed. It was found that there were cracks on the cover of the device. The back flow / check valve and the pinch valve were found to be defective. Also the device had connection and initialization failure and inadequate flow. Also the device was found to be not holding pressure. The cover, air-connector, and the defective valves were replaced and the device was cleaned, tested and found to be fully functional. The physical damage to the device is a result of user mishandling of the device by the customer. This would have caused the liquid to run into the device, causing the damages due to the moisture. The defective valves would have caused the device to not hold the pressure. However, given the information provided we cannot discern a definitive root cause for the defective valves. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2014 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that liquid has probably run through the filter into the 4590 solo irrigation pump. No further informations available. The affiliate later reported the device will be returning for evaluation.